Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that starting some time in 2021, their ins turns off abruptly and pt stopped receiving therapy; during the call, the pt mentioned their ins was at 80%, but their ins stopped giving them therapy. Pt mentioned they had turned back on therapy and therapy was functioning as expected. The patient was redirected to their healthcare provider to further address the issue.